Manufacturer narrative:
The lot number was provided for this malfunctions; therefore, a lot history review is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. The catalog number identified in section has not been cleared in the us, but is similar to the groshong s/l catheters products that are cleared in the us. The pro code for the groshong s/l catheters products is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 7711700ce chronic catheter allegedly experienced a missing component. This information was received from one source. This event did not involve a patient.